Event description:
Clinic reporting a "blood leak" of the dialyzer during initial use. Clinic is single use. As reported "initiated blood pump, noticed large blood leak". The treatment was stopped, extracorporeal circuit of blood discarded and a new dialyzer was prepared. Estimated blood loss 200 ml. There was no associated adverse effects to the pt. The dialysis treatment was restarted without further incident. Actual sample was available, but two companion lot samples have been sent to ogden. MDR filed due to reported blood loss.